Manufacturer narrative:
(B)(4). Catalog # correction "stk-gf-010"

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed err call tech support. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.